Manufacturer narrative:
(B)(4) this MDR was initiated as part of a CAPA-driven remediation effort related to filing of mdrs for complaints/events outside of the us (ous). As part of this remediation, pentax medical performed a retrospective MDR assessment of all ous events/complaints received since jan 2013. The retrospective assessment of this event prompted pentax medical to file this report. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report for an event which occurred in (B)(6) stating "during bronchoscopy, the bronchoscope was stuck inside the bronchus of the patient and was difficult to remove. After withdrawal, 5cm crack was found on the insertion tube involving pentax model eb-1570k/serial (B)(4)". Based on communication with the customer, there was no visible injury or bleeding to the patient only great pain. The customer also clearly indicated the physician passed the endoscope through the nose and has indicated that the device has controlled before the previous patient and as it worked correctly, they had to use this device immediately after reprocessing. The device involved in the event was returned to pentax (B)(4) for evaluation. Pentax (B)(4) concluded that the equipment has premature damages.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax (B)(4) requested additional follow-up with the user to confirm accessory used, endoscope pre-procedural inspection, etc. According to communication with pentax (B)(4), the customer clearly indicated that the physician passed the endoscope through the nose and they have indicated that the device has controlled before the previous patient and as it worked correctly and they have used the device immediately after its reprocessing. Pentax (B)(4) could not identify a root cause to the damages or material defect in the instrument. Their only conclusion was the damages to the unit occurred on site by user error as follows: the user indicated they performed inspection of the endoscope before reprocessing and we do not know what happened during or after reprocessing. The patient could have a nasal septum deviation not detected by the physician before the examination since to insert the insertion tube will not blocked, but when the start of the withdrawal the nasal septum deviation react as an anti-return valve. On 25/oct/2016, a device history review was performed which confirmed the endoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. In addition, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No further information has been received for this event, therefore pentax medical considers this medwatch report closed.